Event description:
The pt experienced a loss of therapeutic effect which began about one and a half weeks ago. She had not felt stimulation for a while and thought it was due to "her body getting used to it". It was noted that she had lost weight and that her neurostimulator had migrated towards her skin (she "could hold it in her hand"). Also, she could not adjust her stimulation, with or without the antenna attached to the pt programmer. Additional information was requested.

Manufacturer narrative:
(B)(4).